Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events within twenty-four hours post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, device unable to be retrieved and ¿stuck¿. An unsuccessful removal attempt was made within twenty-four hours post implantation. The patient also reports fear, anxiety, and mental anguish. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis and atherosclerosis of the lower left exremity. During the implant procedure, the right femoral vein was accessed and a 6 french sheath was inserted. An optease filter was deployed infrarenally. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep venous thrombosis and atherosclerosis of the lower left extremity. During the implant procedure, an optease filter was deployed infrarenally. The patient tolerated the procedure well. The filter subsequently malfunctioned causing injury and damages to the patient including but not limited for filter cannot be retrieved. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, device unable to be retrieved and ¿stuck¿. An unsuccessful removal attempt was made within twenty-four hours post implantation. The patient also reports fear, anxiety, and mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(6). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned causing injury and damages to the patient including but not limited to filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date and attempted retrieval date are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt and migration remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6), the patient underwent placement of an optease vena cava filter which subsequently malfunctioned causing injury and damages to the patient including but not limited for filter cannot be retrieved.  As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.